Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited corrosion on the distal sheath and foreign objects on the jet tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunction "corrosion on the distal sheath" is traced to component failure and for "foreign objects on the jet tube" is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.